Manufacturer narrative:
Additional number g4. PMA/510(k): k980163.

Event description:
It was reported that device sizing did not align with the box label. A 22x70/10 wallstent was selected for use. During the procedure, the physician noted that the wallstent sizing did not match the dimensions indicated on the box label and chose to remove the stent instead of deploying it. After removal, the lab deployed the stent on the table to assess its actual size and determined that the sizing did not align with the measurements provided on the box. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that device sizing did not align with the box label. A 22x70/10 wallstent was selected for use. During the procedure, the physician noted that the wallstent sizing did not match the dimensions indicated on the box label and chose to remove the stent instead of deploying it. After removal, the lab deployed the stent on the table to assess its actual size and determined that the sizing did not align with the measurements provided on the box. The procedure was completed and there were no patient complications reported. It was further reported that the size was determined by measuring through angiography during the case.

Manufacturer narrative:
Additional number g4. PMA/510(k): k980163.